Event description:
A vns pt's generator was returned to the manufacturer for analysis after they had a prophylactic replacement. During product analysis review it was noted that the as received generator settings were 1ma output current, 20hz signal frequency, 500 pulse width, 30 seconds on time, 60 mins off time, indicative of an interrupted system diagnostic test. It is unk when this event occurred. The pt's last known settings were on (B)(6) 2010 at 1.75ma output current, 30 hz signal frequency, 500 pulse width, 30 seconds on time, 5 mins off time, 2ma output current, 500 pulse width, 60 seconds on time. It is possible the event occurred at the time of explant. Good faith attempts thus far to attain further details have been unsuccessful.

Manufacturer narrative:
Device as received parameters reviewed.